Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found faulty sdi board (digital interface board) and needs to be replaced. The customer reported issue is confirmed. Device current software is version 01.04, bios version ia002.100.som01.101. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of no video off the processor, allows to take picture but not able to see the pictures. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no video due to a faulty digital interface board. The specific root cause of the faulty digital interface board could not be determined at this time. Olympus will continue to monitor field performance for this device.